Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement when the failure occurred. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to upload the software. The unit passed extended self-testing.